Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a maestro 4000 controller was used in a his ablation procedure. At the start of arrhythmia ablation, when the physician tries to connect all devices and the maestro 4000 does not allow to configure the energy and was displaying system error. The issue was unable to be resolved and the procedure was canceled.